Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, the active tips at the distal end of the electrode broke off into the joint space. The fragments were retrieved and the procedure was concluded successfully using a competitor's device (arthrocare) without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The manufacture has received and has evaluated the complaint device towards discerning the root cause for the reported failure mode. The manufacture conducted a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. In the manufacture's summary they conclude that the most likely cause for the reported device failure is a defect in the wire used to produce the tip; a defective component. This type of failure mode has been addressed and anticipated in the manufacture's risk analysis of the product; the risk of harm has been assessed as alarp (as low as reasonably possible). In assessing the frequency of this defect, a review of similar defects for this device in the past 15 months indicates this to be an isolated incident. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.